Event description:
Update: the procedure was confirmed to be a hysterectomy. The customer reported that the device, ias5-100lp, airseal 5/100mm port, was being used during an unknown procedure on (B)(6) 2023 when it was reported "cracked". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation however the provided photographic evidence exhibits the reported event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias5-100lp, airseal 5/100mm port, was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿cracked.¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.